Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a broken belt clip that was broken on the side. Customer's most recent blood glucose was 44 mg/dl. Customer will be sent a replacement belt clip.